Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this product developed sepsis and expired. Records indicate the patient had undergone a device upgrade procedure, along with other manufacturer's lead replacement, the previous month.